Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional progldie devices are filed under separate medwatch report numbers. Na.

Event description:
It was reported that suture placement was attempted using three proglide devices via 6f and 8f sheaths, one at each of three access sites using the pre-close technique in a common femoral vein, prior to a catheter ablation procedure. Reportedly, the sutures of a proglide were placed successfully in both the first access site and a second access site. However, at the third access site, three proglide devices were attempted and all three had no suture present when the plunger was removed after deployment. In addition, after that, the suture came out of the anatomy at the second access site. The sutures of one other proglide device were successfully preplaced at the second and third access sites. The ablation procedure was completed and hemostasis was achieved in all three access sites with the sutures of the proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.